Manufacturer narrative:
Continuation of concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2021, explanted:(B)(6) 2022, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg concentration, 304.6 mcg/day) via an implantable pump. It was reported the patient had inconsistent symptoms (also reported as inconsistent distribution of medication and inconsistent overdosing and underdosing symptoms) in comparison to the dosing / dosing expectations. They stated that the pump was pushing too much medication and too little medication. The issue has occurred since they had a pump replacement on (B)(6) 2021 (the event date was also reported as "2021-dec-unknown"). The hcp stated that patient dosing was modified to accommodate symptoms, but the office still had issues. The hcp replaced the most recently altered portion of catheter and pump to prevent future events pertaining to the issues. On 2022-may-03, additional information was received from the manufacturer representative (rep). Clarification regarding the timeline was requested and clarification regarding the issues the office had was requested. The rep reported that they have attempted to contact the facility and they have not returned their call or email. The rep stated that "from my understanding, the patient had a pump replacement in (B)(6) 2021, but the issue did not start to occur until (B)(6) 2021. The surgeon briefly stated that the patient would have overdosing and underdosing symptoms within several days of each other, without a dosing change. The surgeon chose to replace the pump and the entire portion of the pump segment that had been revised / replaced in january, during the procedure in (B)(6) 2022."

Manufacturer narrative:
The pump and the catheter were returned, analysis found no anomaly on the pump and catheter body damage to transition tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.